Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The patient sometimes felt twitching on the left posterior lateral area that could be phrenic nerve stimulation. Pacing configuration of the lv lead was adjusted. On (B)(6) 2016 the patient returned with complaints of worsening stimulation at the left lateral position with 30 degree head elevation. The lv lead pacing output and stimulation were readjusted. Patient has not call back with any symptoms.

Manufacturer narrative:
(B)(6) 2016 - we were informed the patient still complains of phrenic nerve stimulation when laying on his left side. Patient claims it is bearable and refuses to have the lv lead turned off.